Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned for evaluation, the root cause could not be determined. However, based on past investigations, it is likely that the needle did not protrude from the sheath because the tip of the needle tube was bent and caught on the coil sheath. The bending of the tip of the needle tube likely occurred when the tip of the needle tube was subjected to a load exceeding its resistance (e.g., hitting a hard object). The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Do not insert the instrument abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up response from the customer indicated that the device was handed over to the material management team. Olympus has not received the device as yet. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
A medwatch report was received by olympus indicating, when the surgeon proceeded to use a 21g aspiration needle during bronchoscopy, the needle would not protrude out of sheathe and so was unable to take a biopsy of lymph node twice. There was no surgical delay and no reports of patient harm associated with the event.